Event description:
A family member called the helpline for assistance with uploading insulin pump data to carelink. The family member mentioned recent high blood glucose values in the customer, and did not know why they were so elevated. The customer's blood glucose value was 541 mg/dl. No further information was provided. The family member was given assistance with the carelink upload. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.